Event description:
Report rec'd of tubing disconnect while in use on a pt. Info rec'd from the customer indicates the follow:" pt turned on call light stating it was hot in the room. Turned light on to check pt and blood was running from short piece of IV tubing still attached to int in left antecubital. Clampsed small tubing off and removed it from int. Flushed int. Pt was receiving antibiotic with primary tubing. Tubing separated at y injection site. 8" circle of blood in floor. One side of gown saturated. Blood on side rails and bottom of overbed table and several spots on trousers." Time of the incident reported at 0130a.m. Customer contact stated that the physician was notified and no laboratory tests or medical interventions were performed as a result of the incident. Age and sex of the pt was requested and if info is provided it will be forwarded in a follow-up. No add'l info was available.